Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 30-oct-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, upon removal of the delivery catheter system (dcs), the nose cone caught on the paddle, resulting in dislodgement of the valve. Subsequently, a second valve was implanted.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, upon removal of the delivery catheter system (dcs), the nose cone caught on the paddle, resulting in dislodgement of the valve. Subsequently, a second valve was implanted. Additional information was received that during the implant procedure, a non-medtronic guidewire was used, and the cuspal overlap technique was used. During deployment, the dcs was not twisted or torqued. Prior to slowly withdrawing the dcs, the nose cone was not centered within the frame inflow by slightly retracting the non-medtronic guidewire. Following dislodgement, a non-medtronic transcatheter valve was implanted valve-in-valve. Per the physician, the guidewire needing to be pulled back further may have contributed to the dislodgement, and there was nothing in terms of patient anatomy that was a contributing factor.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.